Event description:
It was reported that the patient had been feeling occasional extracardiac stimulation for the past three months. Stored data from the implantable pulse generator (ipg) revealed that a polarity switch for the right ventricular (rv) pacing lead had occured around the same time as onset of the stimulation symptoms. It was also reported that lead impedance values and projected device longevity had significantly decreased since the previous device check. Lead damage was suspected. The lead was capped and replaced and the device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Review of clinical data determined the likely cause of the extra-cardiac stimulation, polarity switch, and low impedance to be a breach in the insulation material of the lead.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: sesr01 implantable pulse generator, (B)(6) 2011. (B)(4).